Event description:
It was reported that during routine follow-up, noise was observed on the atrial lead of an asymptomatic patient. The noise could not be reproduced and all other electrical values were normal. No changes were made at that time. On (B)(6) 2014, the patient was seen in-clinic and device reprogramming was performed. The patient would continue to be monitored.